Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. In addition, it was reported that the cartridge was leaking from the o-ring near the septum and the cartridge patient line was broken. Customer attributed this to user error as they forgot to expel air from the cartridge and jerked the cartridge away after it leaked. A cartridge change was performed to resolve all issues. Customer's blood glucose level ranged from 140-230 mg/dl.